Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician depressed the capio plunger and threw the mesh leg through the ligament, about 1 centimeter of the lead suture (with the needle at the end) detached from the mesh leg and was captured inside the head of the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.